Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to lead implant procedure, lead helix would not extend. Physician attempted to turn it multiple attempts with no success. Lead was not implanted and a new lead was implanted. No further information available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.